Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message displayed during surgery, causing the system to lock. The surgeon was able to complete the surgery with no injury to the patient. Additional information was requested. Additional information was received the company sales representative reporting that most likely, the cause of the event was the use of a cassette of an older generation from an earlier lot. This cassette didn't come from the custom pack, but was a stand-alone cassette. The surgeon had asked for another cassette, because a vitrectomy had to be performed after the phaco surgery. No patient impact was reported.